Event description:
(B)(6) study. It was reported that moderate aortic regurgitation occurred. Procedure summary: the patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. The subject was discharged on aspirin and clopidogrel. Post procedure summary: 1101 days post index procedure, the subject presented to the hospital for protocol scheduled 36-month follow up visit. Transthoracic echocardiogram assessment performed on the same day revealed a mean aortic pressure gradient of 6 mm hg with aortic valve area of 0.9 cm^2. Left ejection fraction was 55% and moderate aortic regurgitation was noted. No adverse patient event associated with the event was reported.